Event description:
It was reported that the patient was transported by ambulance to the hospital because the patient received multiple shocks from the right ventricular lead which had high impedance, noise, oversensing and an apparent fracture. It was also noted that the patient alert was triggered but that the patient did not hear it. The lead was partially removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and the lead was flexed.